Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: the pump powered on to the verify screen with a faded and discolored display screen. The pump display screen was removed and replaced with a test screen and the pump display returned to normal. Unrelated to the complaint, during testing the ok and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under the button contacts. Also unrelated to the complaint the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.